Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00800594632 lot# unk acetabular cup for cemented use only ID 32 mm snap-in od cup with spacers 49 mm g2: foreign: australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d1; d2; d4; d5; g3; g4; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.